Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted due to an infection at the pocket site. It was noted that only 12 to 15 inches of each lead component was removed. There were no patient symptoms or injuries reported. The patient status was reported as alive with no injury or adverse event. Follow up information obtained from the healthcare professional (hcp) reported that the onset of the infection was (B)(6) 2013. Perioperative were administered. The patient symptom of drainage was reported. The primary site of the infection was confirmed to be the device pocket site. A culture was obtained but the results were not reported. Treatment for the infection included oral and IV antibiotics with partial explantation of the ins system. The patient outcome was reported as infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. (B)(4).